Event description:
During a filling procedure to tooth # I the handpiece got hot and caused a burn at the edge of the mouth with the size of the back cap. No medical care needed.

Manufacturer narrative:
During a filling procedure to tooth #I the handpiece got hot and caused a burn at the edge of the mouth with the size of the back cap. No medical care needed. A plausible scenario would be that due to the narrow situation at the tooth the instrument has been used to lift the soft tissue (cheek) away to have easier access to the treatment area. Doing so the push button was pressed while instrument was in use, which caused inner friction and hence heat up. To avoid such issues the IFU contains already several notes, warnings and requests how to prepare the handpiece for each treatment and how to use it: caution: burning hazard from hot instrument head or hot instruments cover. If the instrument overheats, burns may arise in the oral area. ->never contact soft tissue with the instrument head or instrument cover the following guidelines must be observed to ensure save use of the electrically driven contra-angle handpieces: never press the pushbutton during operation. This also includes lifting the cheek or tongue. To ensure proper function, the medical device must be set up according to the reprocessing methods described in the kavo instructions for use, and the care products and care systems described therein must be used. Kavo recommends specifying a service interval at the dental office for a licensed shop to clean, service and check the functioning of the medical device. This service interval depends on the frequency of use and should be adjusted accordingly.